Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer treated with a bolus and manual injections. The customer had symptoms such as being sweaty, thirsty and urinating. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer performed the high pressure test and it passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.